Event description:
It was reported by the customer's biomed that while connected to a pt the device had no ECG waveform through the paddles lead and therapy connector. The customer indicated that they connected the pt to another device and there were no adverse effects to the pt reported as a result of the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that a jack connector, designator j23, on the pt parameter pcb assembly was partially disconnected. The jack connector was reseated and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.